Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal posterior repair, burch procedure, perivaginal repair and cystoscopy due to pop, cystocele, rectocele, enterocele and sui with right hydrosalpinx. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision due to erosion on (B)(6) 1999. It was reported that patient underwent mesh removal due to erosion on (B)(6) 2001. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1997 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.